Event description:
The customer reported that during a cystoprostatectomy an end tone, indicating a completed seal cycle, was heard but sealing was not completed. Another device was used to complete the procedure without incident. There was no bleeding, no tissue damage and no patient injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.